Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device presented with a fever. The patient was hospitalized and diagnosed by trans-esophageal echocardiogram, with bacterial endocarditis. The physician stated the system required explant however, no information was provided regarding the system lead manufacture and the device was later reported as explanted. Following antibiotic treatment and a normal echocardiogram, a new bicameral pacemaker implant will be scheduled. No allegations against the boston scientific product were made.